Event description:
Caller states the pt tested 1.4 inr on the coaguchek xs and 8.2 inr on a comparison lab. Medication held for 2 days based on lab result, and pt was advised to 'eat some salads'. No adverse event reported. Requested return of suspect system and replacement was sent.